Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, there was difficulty advancing the guidewire through the spyscope ds and it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the accessory device. The procedure was still completed with this spyscope ds device and the same original guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the reported complaint incident of ¿working channel sleeve protruding from spyscope ds.¿ maximum protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. A functional evaluation was performed. A guidewire was inserted into the working channel port and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The guidewire passed freely and without resistance through the working channel. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The pebax region proximal to the working channel sleeve was inspected. No damage or irregularities that could cause or contribute to passability issues were observed. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, there was difficulty advancing the guidewire through the spyscope ds and it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the accessory device. The procedure was still completed with this spyscope ds device and the same original guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.